Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they tried recharging their implantable neurostimulator (ins) in (B)(6) 2017, but could not. They stated that the ins was in overdischarge. The patient noted that the overdischarge was addressed the day prior to the report, and they were able to charge with 6-8 coupling bars for about 6 hours. The patient then stated that they took a 2 hour recharging break, and the ins battery went back to empty. They mentioned that they took a break because they had pain from the pressure of recharging for 6 hours. After taking the 2 hour break, their pain went away. It was reviewed that the patient should continue to recharge, and that the ins behavior is normal following an overdischarge. No further complications were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-oct-02. It was reported that the patient had requested to explant the implantable neurostimulator (ins).